Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to the patient's refractive surprise. The lens was replaced for the same model, different power lens. In a follow-up, in the surgeon's opinion, the iol did not cause/contribute to this event and that the patient had previous history of lasik. It was reported that the event resolved with the exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/27/2010 and 09/29/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).